Event description:
It was reported to one of our sales representatives at a (B)(6) that the surgeon had to explant up to 10 plugs due to migration in the past year.

Manufacturer narrative:
A review of complaints for "migration" for the perfix plug product line has been performed going back 12 months. The review revealed this to be the only complaint for plug migration having been reported over this period of time. Because this report was received anecdotally, and because no additional information was provided, no product codes or lot numbers and no detailed information regarding the implant procedure(s), explant procedure(s), or patient related information, we are only submitting one report at this time. We have contacted the initial reporter to request additional information and to request return of the device(s) for evaluation. This MDR includes all patient, event and device information davol has received to date.